Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. The cause of the high bg was unknown, and a specific bg value was not provided. A bolus was delivered to address bg level. Additional information regarding the event was not provided. Multiple follow up attempts were performed by tandem technical support to complete troubleshooting, however, customer did not respond.